Event description:
It was reported by service report that the screws that attach the foot section to the cot were missing and the oxygen bottle holder straps were worn. The worn straps could potentially result in the oxygen bottle no longer being securely attached to the holder. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Oxygen bottle holder straps.